Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
S. Meckel et al, facial nerve palsy complicating transarterial onyx embolization of davf: surgical and histopathological correlation: neuroradiology (2011) 53 (suppl 1):s17¿s71. Covidien received information through literature abstract review that complete peripheral facial nerve palsy (hb stage vi) was identified post transarterial onyx embolization of residual fistula at sigmoid sinus. It was reported that surgical facial nerve decompression was performed immediately and histopathological specimen were obtained. Follow-up at 6 months identified thin section computerized tomography (CT) of skull base, small onyx casts were visualized within intramastoid canal. At surgical exploration, embolization material was seen within vasa nervorum surrounding facial nerve. On histopathology, tiny intravascular casts were confirmed. Facial nerve function slowly recovered over 6 months (hb stage I-ii).